Event description:
The customer stated that she was hospitalized for low blood glucose and the reading was 46 mg/dl. The customer stated she was found unconscious by her husband in the middle of the night. Troubleshooting was performed and the insulin pump passed the displacement and self tests. However, the insulin pump alarmed when attempting to prime. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.